Manufacturer narrative:
Conclusion: the device history record was reviewed for both delivery catheter system (dcs) and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that the valve dislodged upon removing the dcs from the ventricle. The nosecone on the dcs interacted with the inflow portion of the valve and pulled the valve out. Dislodgement of the valve by the distal tip is likely related to operator technique or experience; the evolut pro+ instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. Given the limited information and no images for review, the root cause of the dislodgement event cannot be conclusively confirmed and a relationship to the dcs cannot be established. Subsequently, a 34 mm transcatheter bioprosthetic valve was attempted to be implanted. However, while snaring the original valve and attempting to implant the second valve, the aorta sustained a significant tear that was unable to be repaired and the patient died. Per the physician, the cause of death was aortic dissection and bleeding. Per the physician, the cause of the aortic tear was traction on the snared valve. Advancement of the second dcs contributed to the aortic tear. Vascular injuries, such as dissection, are known potential adverse patient effects per the evolut system instructions for use (IFU) and may be impacted by many factors including the patient's pre-procedural condition and procedural factors, as well as factors related to the device. In this case, it was suspected that the dissection occurred while putting traction on the snared original valve during the process of implanting a second valve. However, without procedural images for review this potential root cause cannot be confirmed due to limited information available and a relationship to the dcs cannot be established. Patient death is a known potential adverse patient effect per the evolut system instructions for use (IFU), and typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Per the physician, the cause of death was aortic dissection due to traction on the snared valve and bleeding. However, without procedural images for review and based on the limited information available, an assignable root cause for patient death cannot be determined and the relationship to the dcs could not be established. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Updated data: h6 method, results, and conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: a4: patient weight b5: additional information was received that the physician believed the 29 mm valve may have been undersized due to incorrectly sizing the annulus. It was also noted that this was an aortic insufficiency case. No additional adverse patient effects were reported. Continuation of d10: section d information references the main component of the system. Other relevant devices are: product ID: d-evprop34us, lot#: 0010165309, ubd: 2022-03-05, UDI#: (B)(4), h4: date manufactured date. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: d-evprop34, lot #: unknown. Product ID: evproplus-29us, serial #: (B)(4), ubd: 28-mar-2022, UDI#: (B)(4). Product analysis: the products were not returned, therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this 29 mm transcatheter bioprosthetic valve, the valve dislodged upon removing the delivery catheter system (dcs) from the ventricle. The nosecone on the dcs interacted with the inflow portion of the valve and pulled the valve out. Subsequently, a 34 mm transcatheter bioprosthetic valve was attempted to be implanted. However, while snaring the original valve and attempting to implant the second valve, the aorta sustained a significant tear that was unable to be repaired. Subsequently the patient died. Per the physician, the cause of death was aortic dissection and bleeding. Per the physician, the cause of the aortic tear was traction on the snared valve. Advancement of the second dcs contributed to the aortic tear. An autopsy was not performed.